Manufacturer narrative:
(B)(4).

Event description:
An attempt was made to use an inpact pacific drug eluting balloon to treat a lesion in a patient. It was reported that a balloon twist occurred during the procedure. Another inpact pacific drug eluting balloon was used to complete the procedure. There was no injury to patient or clinical sequelae reported for this event. ¿please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the returned device: a twist was found on the balloon at 65mm from the proximal extremity. The inspection did not report any other abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device without issue. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon was showing wrinkles in correspondence of the twist; - 2 bar: some wrinkles were still visible on the balloon in correspondence of the twisted point. - 7 bar: some wrinkles on the balloon were still visible. - 14 bar: the wrinkles were no more visible. No issue detected on the guidewire lumen.

Manufacturer narrative:
Evaluation codes: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.